Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed offset coil winds near the proximal end of the embolization coil. If the device is forcefully manipulated against resistance, damage such as this may occur. Based on the reported complaint, the root cause of the resistance could not be determined. During functional testing, the ruby coil lp was able to be advanced through its introducer sheath without an issue; therefore, the reported complaint could not be confirmed. Further evaluation of the device revealed a pusher assembly kink. This damage was likely incidental to the complaint and may have occurred during packaging for the return. Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. Forceful advancement against resistance likely contributed to the kinks in the pusher assembly and stretch in the introducer sheath. During functional testing, the ruby coil lp was unable to be advanced from its returned position due to the kinks in the pusher assembly. Further evaluation of the device revealed an additional pusher assembly kink. This damage was likely incidental to the complaint and may have occurred during packaging for the return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00904.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00904.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps. During the procedure, two ruby coil lps would not advance at all from their initial position within their introducer sheaths. Therefore, the two ruby coil lps were removed. The procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.